Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report. Correction of "health effect - clinical code".

Event description:
The recipient fell from a high place on (B)(6), 2020 and subsequently can no longer hear with the device. The hearing performance with the device was good before the event occurred and no recent changes in health or medication have been reported. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell from a high place and subsequently can no longer hear with the device.

Event description:
The recipient fell from a high place on (B)(6) 2020 and subsequently can no longer hear with the device. The hearing performance with the device was good before the event occurred and no recent changes in health or medication have been reported. The recipient will be re-implanted; however, no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. Correction of "health effect - clinical code."